Event description:
It was reported that low r-waves were observed on the device via a merlin.net transmission. Myopotential oversensing was suspected. Programming changes were made and was successful. No adverse consequences to the patient.